Manufacturer narrative:
The explanted device will not be available for evaluation.

Event description:
A complaint was reported regarding redness and bruising due to cellulitis at the pocket site. The patient's precision implant was explanted. The patient is being treated with antibiotics.